Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to diffuse cystic changes.

Manufacturer narrative:
The reported event could not be confirmed, as the CT scan review showed no clinically relevant changes, no loosening, and intact device components. Device inspection was not possible because the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material-, manufacturing-, or design-related problems could not be identified because the catalog number and lot number were not communicated. Upon further investigation of the CT scans, healthcare professionals opined that there were no clinically relevant changes on the CT scan, no loosening, and that the device components were intact. The implant was identified as an inbone system with top, middle, and base components. However, failure of total ankle replacement (tar) over time is a known complication. In the case of a planned revision procedure, a medical opinion aimed at determining the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided because key clinical information, such as clinical status, exact symptoms, range of motion of the patient, and the assessment of the treating physician, is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this critical evidence. Due to these limitations, statements regarding the patient, the procedure, or the device in relation to the cause of failure cannot be provided. More detailed information about the complaint event and the affected device is required to determine the root cause of the complaint. If the device is returned or additional information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to diffuse cystic changes.